Event description:
A caller reported a malfunction on the pump, but no notable events occurred prior to the malfunction. The caller stated feeling fine, and no information was provided about whether the issue affected the customer¿s blood glucose levels beyond normal ranges. The malfunction code was resettable, and the caller received assistance from technical support to reset the pump, after which the same malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred.